Manufacturer narrative:
.

Event description:
Procedure type: unk. According to reporter: the needle kept falling off the product while engaging. No injury to pt was reported. No further info is available.